Manufacturer narrative:
Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the revision, the patient experienced approximately 1500 ml of blood loss and required a reinfusion of 350 ml. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 00771301300, modular femoral stem press-fit plasma sprayed cementless size 13.5, 61084427 01.00634.060, zimmer mmc cup 60mm/52mm code r, 2520711 0100181520, metasul large diameter head 52/r, metasul large diameter head 52/r, 2388089 01.00185.146, head adapter m/0 12/14-18/20, 2506530.

Event description:
It was reported that a patient underwent a revision procedure approximately 5 years post initial implantation due to elevated metal ion level, implant wear, and corrosion, adverse local tissue reaction, damage and tissue loss to the abductor, and capsular structures. During revision, avulsion of the gluteus minimus and part of the gluteus medius were noted. Synovitis was seen. Evidence of corrosion seen at the junction between the femoral head and neck. Cup and liner replaced with stryker products. Zimmer kinectiv modular neck and head were implanted. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: modular femoral stem press-fit plasma sprayed cementless size 13.5 p/n 00771301300 l/n unk. Reported event was confirmed by review of the provided revision op notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. According to the revision surgery notes; the previously placed implant could be visualized directly onto the fascia lata because all of the posterior soft tissues had been developed and virtually disappeared. There was evidence of corrosion at the junction between the femoral head and the neck. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant products: associated products: part: 01.00634.060name:zimmer mmc cup 60mm/52mm code r lot:unknown, part: 01.00181.520 name: metasul large diameter head 52/r lot: unknown, part: 01.00185.146 name: head adapter m/0; 12/14-18/20 lot: unknown. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 5 years post initial implantation due to elevated metal ion level, implant wear, and corrosion, adverse local tissue reaction, damage and tissue loss to the abductor, and capsular structures. Attempts have been made and no further information is available at this time.